Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 535 mg/dl. Customer stated they did not hear the alarm clearly also stated insulin pump was vibrating but alarm was not loud enough. Customer stated they performed self test and insulin pump beeped during tone test. Troubleshooting was performed. The insulin pump will not be returned for analysis.